Event description:
In 2005, cytyc's technical support (ts) department received a call from a customer at who reported that a person at that facility had accidentally splashed preservcyt solution into their eyes. The pt's servical sample had been in the vial for less than 15 minutes when some fluid that was on top of the vial cap adccidentally splashed into their eyes. The caller requested a material safety date sheet (msds) for preservcyt solution, which was faxed to them by the ts representative. The employee involved in the incident flushed their eyes with water for 15 to 20 minutes and then went to an e.r. As a precaution. The caller did not think the employee required any additional treatment. The ts representative made repeated attempts to follow up on the matter during the few days following the incident, but was unable to get a response from the customer.